Event description:
It was reported that a caregiver contacted support for continuous glucose monitor inaccuracy while the patient was using an ilet system with a libre 3+ cgm, during which the patient disconnected from the pump for about four hours and consumed fast-acting carbohydrates, followed by sustained hyperglycemia with glucometer readings up to 442 mg/dl despite the cgm displaying lower values. Symptoms included hyperglycemia. Outcomes included no hospitalization or emergency care. Investigation included remote troubleshooting and education, confirmation of cgm-pump data discrepancy, and guidance to replace the libre 3+ sensor. Investigation of this case revealed sensor inaccuracy and therapy interruption from pump disconnection contributed to the elevated blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors including treatment decisions based on inaccurate cgm data and pump disconnection, compounded by sensor performance issues.